Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/24/2020. Corrected information: d3, g1, g2. Additional information: a2, d10, h6. Additional h3 investigation summary: it was reported performance breakage needle. A used needle piece of product code 8184t, lot # am5324 was returned for evaluation. During the visual inspection of the sample, the needle was received broken at the swage area, body fluids could be observed, and marks were present due to use. Due to condition of the broken needle, additional evaluation is necessary to determine the assignable cause. Additional information was requested and the following was obtained: 1.the patient demographic info: age, gender, weight, bmi at the time of index procedure. Age : 29 years old gender : female. 2. On what tissue what the suture used? *skin. 3. What was the tissue condition, i.e. Normal or thin, calcified, fragile, diseased? *normal. 4. What instruments were used to grasp the needle? *needle holder. 5. Where was the needle grasped during use? * in the half between the assembly and the body of the needle. 6. Was the entire device removed from the patient on (B)(6)2020? Yes , was remove the entire device from the patient. 7. Does the piece/device remain retained in the patient¿s tissue? No, the device was removed from the patient. 8. If the pieces were retained, where is the device located/in what structure? The device was retain in the subcutaneous tissue. 9. Other relevant patient history/concomitant medications unknown. 10. Will the actual device be returned for evaluation? Yes. 11. Will representative samples from the same lot be returned for evaluation? Unknown. 12. What is physician¿s opinion as to the etiology of or contributing factors to this event? The physician´s opinion , the needle did not present deformation and it did not take an external force .

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure on what tissue what the suture used? What was the tissue condition, i.e. Normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the entire device removed from the patient on (B)(6) 2020? Does the piece/device remain retained in the patient¿s tissue? If the pieces were retained, where is the device located/in what structure? Other relevant patient history/concomitant medications. Will the actual device be returned for evaluation? Will representative samples from the same lot be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2020 and the suture was used for skin closure. While at the right angle of a surgical wound, there was a rupture/breakage of the needle in the proximal third. It was also reported that more than half the needle was retain in the patient. Exploration of the surgical wound was performed with soft tissue ultrasound and rx intraoperative abdomen without finding the needle. It was reported that the patient had to be re-operated on (B)(6) 2020 in order to extract the needle which was found in the subcutaneous tissue. The patient had to stay one more day in the hospital. The patient was well and released on (B)(6) 2020. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 05/05/2020. Corrected h6 conclusion codes: 61. Additional h-3 summary: a used needle piece of product was submitted for fractographic evaluation . A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.